Event description:
The customer reported that the 9900 system was mixing data. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system software was re-loaded. The system is operating as intended.